Manufacturer narrative:
Two unused fast-fix 360 curved needle delivery system of the lot in question were returned for evaluation. Device in question was not returned. Each device was tested for deployment using a rubber meniscus model, each device deployed and cycled as intended. Due to these observations no root cause related to the manufacturing process can be established. No additional actions are required at this time. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During a meniscal repair it was reported that the second implant would not fire. This caused a three to five minute delay in the procedure. No patient injury was reported.